Event description:
It was reported that during a coronary artery stenting treatment procedure the patient expired. The lesion being treated was located in the lad (left anterior descending). A non-bsc guide wire was advanced into the lad and protected circumflex (cx). A non-bsc balloon was used for predilation. The 4.0x8mm taxus liberte stent delivery system was advanced through the non-bsc 6f ebu 3.5 guide catheter; however, the stent delivery system could not advance through the guide catheter and did not enter the artery and the device was withdrawn. Immediately following withdrawal of the device, acute thrombus of the cx, lad, and left main coronary artery was noted. The physician treated the patient with clopidogrel and heparin, but the patient expired. The physician reported that the thrombus was not caused by the taxus liberte stent delivery system as the device had not yet entered the patient's artery.

Manufacturer narrative:
Additional information: describe event or problem, device evaluated by MFR, eval summary attached, method, results, conclusion. Device evaluated by MFR: a visual and microscopic examination found no issues with the device. No kinks or damage were noticed along the shaft of the device. The balloon, stent and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician thought the thrombus was mostly caused by pre-dilation.